Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the force bipolar associated with this complaint and completed investigations. The instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose, causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protruded above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the wrist of the force bipolar instrument got caught on the peritoneal flap of the hernia sac and tissue was torn. No bleeding occurred from the torn tissue. It is unknown what medical/surgical intervention, if any, was required due to the complication. The procedure was being completed as planned. Intuitive surgical, inc. (Isi) attempted to follow up with the customer to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.